Event description:
The surgeon performed a conversion of a right hemiarthroplasty to a total hip due to pain. The surgeon noted that the head was rubbing against the acetabulum.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.